Event description:
It was reported that an infection occurred. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, implanted: (B)(6) 2010; 5076-52 implantable pacing lead, implanted: (B)(6) 2010; d314trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).